Event description:
It was reported that inside of one safe-t-centesis catheters, there is what looks like a small stick/bark of some kind. The packaging is still sealed and appears sterile. Possible contaminant within sealed packaging.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has been returned. Photos were provided and review is currently underway. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inside of one safe-t-centesis catheters, there is what looks like a small stick/bark of some kind. The packaging is still sealed and appears sterile. Possible contaminant within sealed packaging.

Manufacturer narrative:
H11: three photos and one sample related to the lot number 0001572483 were provided to our quality team for investigation. Through visual inspection, a very thin piece of cardboard was observed inside the kit. This particle was found loose within the fully sealed kit. The particle was analyzed and appeared to resemble corrugated cardboard. Based on the visual inspection performed, the failure mode could be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001572483 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The current manufacturing controls were also reviewed. The work instructions were determined to have all appropriate process steps to perform the visual inspection, verifying that the pouch contains all components and that the kit is free of particles, stains, and includes the corresponding label. It was noted that the instructions have visual aids and inspections to detect issues related to foreign matter and contaminations in kit during the manufacturing process. Based on the investigation performed, a probable root cause cannot be established since during the analysis performed with the information available at the time, no issues were found. It is unknown whether procedural issues contributed to the reported event, therefore the applicable personnel were notified of this incident. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.